Manufacturer narrative:
(B)(4). Date sent: 8/24/2021. H2: additional information a photo was received for review. During the visual analysis, the following was observed: the photo showed a bladeless trocar device inside of the packaging. Open packaging can be seen and on the tyvek, can see the product code number 2b12lt and packaging information. It was noted that the stopcock of the device was missing. Based on the photo review, the event described could be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may have provided the additional evidence necessary to confirm the root cause of the reported event but because the instrument was not returned, our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic nephrectomy surgery. Before using it on the patient, opened the packaging and noted that there was one component missing. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information could be provided.